Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding the patient¿s implantable drug infusion device. The drugs being delivered were bupivacaine and infumorph (morphine), with unknown doses and concentrations. The reason for use was non-malignant pain and chronic low back pain. It was reported that the clinic has seen this patient since 2015 and at this time the patient told her that the pump was "not working" and the previous managing physician emptied the pump reservoir and turned the pump off. The issue of ¿not working¿ started in 2014. The hcp states they never interrogated or evaluated the pump. The patient came to the office today ((B)(6) 2019 ) because the pump was beeping and at this point they decided to interrogate the pump. The beeping for some time now and wants it to stop. Pump status showed eos occurred and a reset occurred. The eos (end of service) occurrence is confirmed by the implant date (B)(6) 2011. It was discussed with the caller how to silence the eos alarm. The hcp has no further history as to what is meant by the pump "not working." There were no symptoms reported. There were no further complications reported/anticipated.